Manufacturer narrative:
Date of event: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 occurrences of needle hub separating prior to injection and thumb press missing with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported needle hub separated before injection, thumb press missing and needle shield difficult to remove before injection. Occurrence date is unknown, lot # 8008797, product # 328466, exp date 01-31-2023. Consumer does not re-use.

Event description:
It was reported that there were 4 occurrences of needle hub separating prior to injection and thumb press missing with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported needle hub separated before injection, thumb press missing and needle shield difficult to remove before injection. Occurrence date is unknown, lot # 8008797, product # 328466, exp date 01-31-23. Consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8008797. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200736122, 200735919, 200730252] noted that did not pertain to the complaint. There were two (2) notifications [200729904, 200730056] noted missing plungers.

Event description:
It was reported that there were 4 occurrences of needle hub separating prior to injection and thumb press missing with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported needle hub separated before injection, thumb press missing and needle shield difficult to remove before injection. Occurrence date is unknown, lot # 8008797, product # 328466, exp date 01-31-23. Consumer does not re-use.

Manufacturer narrative:
Investigation: customer returned (4) loose 1/2cc, 12.7mm syringes. Customer states that the needle hub separated before injection, thumb press missing and needle shield difficult to remove before injection. Two syringes were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. Both remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data; shield removal force; syringe 1: 2.31 lbs. Syringe 2: 2.95 lbs. Both removal forces fall within specification. Also, one sample exhibited a broken thumb press. CAPA (B)(4) has been opened to address the hub separates/shield difficult to remove issue. A review of the device history record was completed for batch# 8008797. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200736122, 200735919, 200730252] noted that did not pertain to the complaint. There were two (2) notifications [200729904, 200730056] noted missing plungers. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. Probable root causes: for broken plungers: dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers bowed plungers that do not get seated, and get broken off at the delrin wheel.